Event description:
It was reported that customer had 911 call last (B)(6) 2015. Customer's blood glucose was 25 mg/dl. Customer reported that he was experiencing low blood glucose in the morning. Customer was in an accident but not driving. Customer was treated with IV. Customer stated that he had low blood pressure and wearing the insulin pump at the time of 911 call. Customer stated that the sensor may have been off and not the insulin pump. Customer last blood glucose was 205 mg/dl. Healthcare provider adjusted customer's setting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.